Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump displayed ¿unable to proceed¿ during rewind and then ¿restart ilet ¿ 38,¿ consistent with a motor stall alarm, and the user could not start therapy; a replacement device was provided, and the original device was shut down per instructions. Symptoms included no adverse clinical effects and no impact on blood glucose, as the user had not begun insulin delivery. Outcomes included device replacement and continued cgm use without interruption. Investigation included technical troubleshooting with device restart and user guidance. Investigation of this device revealed a suspected motor stall malfunction associated with the pump drive system that was not resolved through restart. It was concluded, based on previously established findings for similar reports, that the cause was an unknown device malfunction.